Event description:
It was reported to a company representative that a vns patient had high impedance. The patient was referred to neurosurgery. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
X-rays were received and reviewed, however the cause of the high impedance could not be conclusively determined from the images.

Event description:
Exploratory surgery occurred and the high impedance was resolved after the pin was removed, wiped, and re-inserted fully past the connector block.